Event description:
A customer reported that on (B)(6) 2011 they observed a leak of what appeared to be diluent and potentially a small amount of blood coming from the probe (rinse) block of a coulter lh 500 hematology analyzer. The healthcare worker interfacing with the machine was wearing personal protective equipment, which included gloves, eye protection and a laboratory coat, at the time of occurrence. There was no biohazardous exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death, injury or modification to patient treatment was associated with this event. A material safety data sheet was available for review.

Manufacturer narrative:
The beckman coulter inc. Field service engineer (fse) contacted the customer via telephone and the customer was able to troubleshoot the leak. The source of the leak was the probe (rinse) block which had a clot that caused the fluid to back up and leak. The instrument was being used in secondary mode (manual mode) and diluent and blood sample flowed through the rinse block when processing in this mode. The customer removed the rinse block and cleaned it, thereby removing the clot. The instrument was verified to be operating as per established procedures with no signs of further leaking. After the completion of the necessary verified repairs the instrument was returned into service. The root cause of this event is attributed to a clot in the rinse block preventing the fluids from flowing properly. The manner by which the clot was created is unknown.